Manufacturer narrative:
(B)(4). Date sent: 9/30/2021 d4: batch # v94l9u investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no damage to the external components and with a partially formed clip inside of a bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining ten clips as intended. The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although the returned staple was found to be malformed, no conclusion could be reached regarding the cause of the staple malformation. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was formed in a teardrop-shape at the first firing. The device was used on the blood vessel. The same device was used as it is to complete the case. There were no adverse consequences to the patient. No further information is available.